Event description:
Livanova deutschland received a report that the essenz centrifugal pump (cp) stopped working showing on the cockpit the error message e4421 centrifugal pump reboot. There was no patient injury.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. D.4. Serial number is unknown. This information will be provided in a supplemental report if made available. H.4. As the serial number is unknown, the device manufacturing date could not be determined. This information will be provided in a supplemental report if made available. H11: livanova initiated an investigation. If any additional information is received, a follow up report will be submitted.